Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Intermittent noise deflections on the rv channel reported in a slow nst recording transmitted to home monitoring. Recording also showed baseline wander on the far-field channel. Postural testing and pocket manipulation were discussed to evaluate lead. Lead remains implanted. Should additional information become available, this report will be updated.